Event description:
To whom I hope it concerns: I am recovering from mercury toxicity and metal allergies from dental amalgams. For three years my health deteriorated to just being barely able to get out of the bed and function. At one point I was on thirteen different prescriptions and three inhalers. This is the list of diseases and syndromes I had been diagnosed with: fibromyalgia, adult asthma and allergies, high blood pressure, brain fog, depression, insulin-resistance diabetes, candida, endocrine metabolism imbalance, chronic sinusitis, multiple chemical sensitivities, migraines, gum disease, ibs , gerd and severely weakened immune system. After visiting doctor after doctor and medical test after medical test, I found a md that thought my problems were coming from 10 very old amalgams and 4 crowns. My gums had begun to receed, bleed and turn purple around my crowns for no reason. My blood work showed abnormally high levels of mercury, cadmium and lead. Many baby boomers are faced with these same problems and most of the time if they open their mouth it is full of amalgams. Please address this issue. Other foreign countries have had amalgams outlawed. My health today is 75% better after 18 months of having all my amalgams and crowns removed and replaced with ceramic and resin. I am only on one prescription medication and on the road to recovery. Our nation must quit sticking our head in the sand over this issue!!! Please feel free to contact me for any follow up. I have complete medical records detailing my ordeal.